Event description:
The customer reported being hospitalized due to low blood glucose. The blood glucose reading at time of call was 28mg/dl. The caller also mentioned that she was in the hospital as a result of alcohol she consumed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.